Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion with wound dehiscence due to a suspected infection. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted. A debridement of the site was performed and a wound vac was placed. The system was later replaced after the infection resolved. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.